Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the they changed the battery and the insulin pump was not turning on. The customer¿s blood glucose level was unknown. Customer states the display was not blank less than 30 seconds and did not return. Customer stated that they did not have the insulin pump to troubleshoot at the time of the call. The insulin pump will not returned for analysis.